Manufacturer narrative:
(B)(4). H6: health effect clinical code - correction - heart failure/congestive heart failure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported experiencing inaccurate cgm values. No specific patient symptoms were reported. Her daughter called emergency medical services (ems), and the patient was brought to the hospital. It was reported the patient believes the inaccurate cgm values ¿contributed to her congestive heart failure¿. The patient is unable to recall any further event details, including medication and treatment details, as she had a recent stroke and was in an induced coma for 12 days (unrelated to the dexcom device). It was also not specified how long the patient was hospitalized prior to discharge. The patient was ¿feeling normal¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.